Event description:
Ous MDR - after an implantation time of about 9 months, it was reported that the pt underwent a lead revision because of a suspected lead defect. The lead showed no anomalies during this revision. When the pacemaker was reconnected, loss of capture was reported, and the device was the exchanged. No deterioration of the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.